Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates there was a confirmed infection at the ipg site which had spread to the leads. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the leads were also explanted. The infection has since been resolved.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2020-30565 and 3006705815-2020-31993. It was reported that the patient was experiencing pain at the ipg pocket site. As a result only the ipg was explanted on (B)(6) 2020. In a follow-up appointment the patient has not healed and an infection was suspected. The leads will be removed on a undetermined date.